Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the damage appears to be use related. It was reported that the guidewire was cut and could not be used for the procedure. One 0.018¿ x 135cm guidewire was returned for investigation. The guidewire was received in its hoop. There was a break in the blue tip straightener at the transition between the tapered tip and the stem that is inserted in the hoop. A clear brittle material, which appeared to be adhesive, was found around the break in the tip straightener and the hoop. Dislocations were observed in the coil wire 1.2cm from the distal tip of the guidewire. What could be residual adhesive was observed on the coil wire. A tactual investigation confirmed that the guidewire was intact. The weld tip was not broken. Both the tip straightener and guidewire may have been damaged at the same time and it appears that the guidewire and hoop were damaged during use. A lot history review (lhr) of reax0261 showed no other similar product complaint(s) from this lot number.

Event description:
While preparing for the PICC procedure, it was found that the guidewire was cut and could not be used for the procedure.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reax0261 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
While preparing for the PICC procedure , it was found that the guidewire was cut and could not be used for the procedure.